Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Is an estimated date as the physician was not sure if the intervention was performed on (B)(6) 2017 or (B)(6) 2017. Concomitant products:: guide wire: wire runthrough floppy. Guide catheter: 6fr mac 3.5 from medtronic; 7r mb1 medtronic. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties removing the device from the guiding catheter however the shaft separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo, 90% stenosed lesion in the proximal right coronary artery (prca). The puncture site for the intervention was the arteria radialis. Using a 6fr guiding catheter and a non-abbott guide wire pre-dilatation was performed with a non-abbott 3.0 x 20 mm balloon catheter. The xience prox 4.0 x 38 mm stent delivery system (sds) was successfully implanted. After deflation it was not possible to retract the sds into the guiding catheter. The sds tore off and one part got stuck in the guiding catheter. The guiding catheter with the separated sds was parked in the aorta. Through a new puncture site in the right common femoral artery (rcfa), a second 6fr guiding catheter was advanced and a second non-abbott 4.0 x 20 mm stent was successfully implanted distal from the first xience prox stent. Post-dilatation was performed with a nc trek 4.0 x 20 mm and a 4.5 x 08 mm balloon catheter. After retracting the second guiding catheter, another 7fr guiding catheter was advanced and the first guiding catheter with the separated sds was successfully recovered with a snare device through the rcfa. Nothing remains in patient. The patient is doing well. There were no adverse patient sequelae and no clinically significant delay in the procedure reported. No additional information was provided.